Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 319.004 synthes lot: 6474182 supplier lot: na release to warehouse date: september 14, 2010 the raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Manufactured by synthes jennersville. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the depth gauge for 1.3mm and 1.5 mm screws was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the needle component was bent and the protection sleeve was missing. No other issues were observed with the returned device. Dimensional inspection: drawing: needle (1.3/1.5) feature: needle diameter result: conforming document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. - depth gauge for 1.3/1.5mm screws - needle (1.3/1.5) investigation conclusion the complaint condition is confirmed for the depth gauge for 1.3mm and 1.5 mm screws. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device and the potential cause for missing protection sleeve could be due to device incorrectly assembled during the sterilization process. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4.

Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during a routine incoming inspection of a loaner set, it was observed that a depth gauge was broken. There was no known patient or hospital involvement. This report is for 1 depth gauge for 1.3mm and 1.5mm screws. This is report 1 of 1 for (B)(4).